Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an inguinal hernia repair procedure in 2006 and mesh was implanted. Within the first week after the procedure, the patient began to experience pain and discomfort. The patient was referred to a pain clinic where he received injections and medication, but no relief was provided. The patient experienced increased throbbing pain in the intestinal area due to movement, cough or stretching. In 2008, the patient underwent a surgical procedure to remove the mesh and it was noted that the mesh was balled up which caused damage to the patient¿s abdominal nerves and spermatic cords. Additionally, it was noted that the mesh had adhered to the patient¿s nerves causing swelling and testicular pain. The surgery was performed through the scrotum and testicle atrophy developed as a result. In 2009, a neurologist performed an orchiectomy to one of the patient¿s testicles. Removal of tone of the testicle relieved the constant throbbing in the inguinal area but the patient continues to experience pain in these areas. The patient continues to visit the male clinic for pain management where he receives two types of nerve injection which gives only provides temporary relief. Additional information will be requested.

Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report #: 2210968-2008-00318. Please see medwatch report # 2210968-2008-00318 for all information regarding this event.